Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was confirmed that the tip end was damaged and could not be opened. The pipeline could not be opened at the tip end of the stent.

Manufacturer narrative:
Equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). Drawing(s) referenced: n/a. As found condition: the pipeline flex was returned inside the inner pouch, a biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were not opened due to the damaged braid. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal and proximal¿ was confirmed as the braid's distal and proximal ends were not opened due to the damaged braid. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of multiple, saccular, unruptured aneurysms in the left ophthalmic segment of the internal carotid artery with a max diameter of 6 mm and a 6 mm neck diameter. Landing zone: distal: 4.1 mm and proximal: 5.1 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed contrast agent retention. It was reported that the customer's surgical technology was very mature, with an average of more than 5 surgeries per month. The doctor chose a 5.0 pipeline stent, the customer felt a large resistance when delivering the stent after the maskman stent catheter was in place, but the doctor still pushed it into place. However, during the release process, the tip end couldn't be deployed. It was reported the pipeline failed to open in the proximal section. The pipeline was not positioned in a bend. Less than 50 % of the pipeline had been deployed when it failed to open. There were additional steps or other devices required to open the pipeline such as a wire/catheter. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off label. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a sheath, puweisen 5f 115 guide catheter, maskman microcatheter, microport guidewire .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.